Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump has gone through about a dozen batteries in the last week and is giving a replace battery now alarm. His blood glucose is unknown. He is receiving a replace battery now alarm and did not receive a low battery alert prior. He said that he has replaced the battery cap in the past. The customer said that this is the second occurrence of the replace battery now without a low battery warning. He had also mentioned that he his pump had alarmed power error but declined troubleshooting. The customer was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 volts for 4 consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the pump was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. Unit received with scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked retainer and scratched around casing.